Event description:
The company was informed that the pt was admitted to the hospital on (B)(6), 2012, for meningitis. The pt continues to be monitored. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.